Manufacturer narrative:
Upon arrival, the roller pump did not have a lid. It was confirmed that the led colors were mismatched. A new lid was installed and the pump operated as expected without any errors.

Event description:
User reported that the roller pump gave them a hardware error during the procedure which led the user to swap the roller pump. There was no patient harm.